Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of an 25 pc. Lot in (B)(6) of 2016. We are unable to validate the alleged complaint at this time. We did not receive a sample part and also did not receive any submitted pictures or video for us to perform an investigation therefore we are unable to validate the alleged complaint.

Event description:
It was reported that during a robotic prostatectomy the applier jaws were malfunctioning, probably an alignment problem. A standby device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a robotic prostatectomy the applier jaws were malfunctioning, probably an alignment problem. A standby device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The returned instrument was evaluated and found that the jaws are aligned properly. Further evaluation shows that this instrument can pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint at this time.

Event description:
It was reported that during a robotic prostatectomy the applier jaws were malfunctioning, probably an alignment problem. A standby device was used to complete the procedure. There was no patient injury.